Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, due to post- paced t-wave oversensing on the ventricular channel. The ICD was reprogrammed and remains implanted. The patient will return for follow-up at the beginning of next year.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.